Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The user completed catheter insertion and noticed the tip of the dilator was missing. It was reported they did not find the tip of the dilator and assumed it might be in the patient. There was no patient injury or complication. No medical intervention required. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The user completed catheter insertion and noticed the tip of the dilator was missing. It was reported they did not find the tip of the dilator and assumed it might be in the patient. There was no patient injury or complication. No medical intervention required. The patient's condition was reported as fine.